Event description:
It was reported that stent damage occurred. The 86% stenosed, 14-16mmx2.5-2.75mm target lesion was located in the moderately tortuous and moderately calcified obtuse marginal artery. A 2.25x16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the stent struts were noted to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 2.25 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the mid section of the stent lifted from their crimped position. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 86% stenosed, 14-16mmx2.5-2.75mm target lesion was located in the moderately tortuous and moderately calcified obtuse marginal artery. A 2.25x16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the stent struts were noted to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.